Event description:
It was reported that the infusion was not completing in the time programed as there was additional fluid/med in the bag when (vtbi) volume to be infused reached zero (0). Manufacturer representative on site discussed head height and proper placement of pump. Clinician reported she had to add at least 80 ml to the (vtbi) volume to be infused to complete the infusion. Clinician reported this to pharmacy to address the added medication fluid when compounding. There was patient involvement, but the outcome is unknown. Although requested no additional information was provided

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.